Event description:
A 6 physiocontrol lifepak 20e w/ code management modules were identified to have not perform their daily automatic self-test. Upon looking at the error logs, error 9c0f, which corresponds to therapy/power assembly communication error, was seen. After contacting physiocontrol technical support, our company's technician was told to return the devices to physiocontrol for evaluation. FDA safety report ID # (B)(4).